Event description:
The medwatch stated: surgeon holding bovie pen when current traveled through surgeon's glove/finger ending on pt's abdomen. Following up with the hosp, they also reported that the hand piece was a megadyne (non-covidien) pencil. The pt injury was described as a blister on pt's abdomen.

Manufacturer narrative:
Date of initial report: 10/29/2009. The hosp reported that the generator had been tested on site, was found to function normally and was returned to service.